Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the infra-renal angle of 0 degrees. Proximal aorta was 30-36 mm in diameter and 11 mm in length. Right and left iliac arteries were 12 mm in diameter. The right and left femoral arteries were 7 mm in diameter. There was no presence of circumferential thrombus or calcification. It was reported that post-procedure, a hematoma was discovered due to a failure of another manufacturer's percutaneous access closure device. Surgical intervention was required and the patient recovered the same day. The investigator found that this event was related to the study procedure but not the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: caused by another drug/device (another manufacturer's percutaneous access closure device). Evaluation, conclusions: another device caused failure (another manufacturer's percutaneous access closure device).